Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart rate was measured at 30 beats per minute (bpm), and there was a loss of capture noted. The right ventricular (rv) lead exhibited an increase in pacing thresholds. Reprogramming was performed, and the rv lead remains in use. No further patient complications have been reported as a result of this event.